Event description:
Caller stated that medical attention was sought on (B)(6) 2025 around 11:40 am at home. Caller stated that she tested her blood glucose with her prodigy meter and received a reading of 82 mg/dl. A normal reading for that time of day is usually around 100 mg/dl. Caller stated that she took her insulin based on her reading. Caller stated that she was feeling pain in her right side and she felt dizzy and fell to the floor. Caller stated that she did not call paramedics she drove herself to the hospital. Caller stated that her blood glucose was 87 mg/dl when she arrived at the hospital. Caller stated that she was given tylenol a muscle relaxer and motrin. Caller stated that she was in the hospital for 5 hours. Caller stated that she had a blood glucose of 253 mg/dl when she was discharged. Caller did not disclose what hospital she went to. No further information was provided.